Manufacturer narrative:
The initial reported event was received on 2016-04-09. Of note, the reportable event of device ¿firing¿ is normally submitted via a bimonthly medwatch report submission that would have been due on 2016-06-10. Information was subsequently received on 2016-05-09 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was "firing". Further review of the manufacturer's database indicated the patient is deceased and died the following day. Additional information related to the device and cause of death was requested and not received.

Manufacturer narrative:
Corrected information: sex, date of birth.